Event description:
Elderly male with history of coronary artery disease and chest pain. During procedure for coronary artery bypass graft x 3, there was a thermal shutdown, cautery device was not working appropriately, shutting off prematurely. No known harm to patient.